Event description:
It was reported that stent dislodgement occurred. A 3.00 x 16mm synergy xd drug-eluting stent was selected for treatment. However, the stent was found to be damaged upon removal from the package and the stent struts had separated from the balloon. The procedure was completed with a different device, and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy xd 3.00 x 16mm was returned for analysis. A visual inspection of the hypotube shaft noted multiple kinks. A visual and tactile examination of the crimped stent via scope found evidence of stent damage with stent struts lifted at the mid-section and pulled distally over the balloon cone and tip. A dimensional testing of the undamaged crimped stent od (outer diameter) was measured by snap gauge and the result was (B)(4) within max crimped stent profile measurement. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. A microscopic examination of the balloon material was reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. The unreported hypotube kinks noted during analysis most likely occurred as a result of an unintentional user error but the stage of procedure at which they occurred (during procedure/handling post procedure) cannot be established.

Event description:
It was reported that stent dislodgement occurred. A 3.00 x 16mm synergy xd drug-eluting stent was selected for treatment. However, the stent was found to be damaged upon removal from the package and the stent struts had separated from the balloon. The procedure was completed with a different device, and no patient complications were reported.